Event description:
It was reported that the patient had undergone surgery due to a fractured lead. The cause of the lead fracture is unknown at this time. However, good faith attempts are being made to obtain diagnostic history and additional information on the cause of the lead fracture.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.